Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that following a percutaneous biliary drainage procedure, the catheter was broken. The 10.3/35 expel¿ drainage catheter with twist-loc¿ hub was implanted into biliary system. The procedure was completed without issue. During examination of the patient, the physicians found fragmentation of the drainage catheter inside the patient. The proximal section of the catheter was extracted the same day. Endoscopy was required to extract the distal fragments. No additional patient complications were reported and the patient's status is stable.